Event description:
Boston scientific received info that this right ventricular lead displayed low intrinsic r waves, undersensing and no capture. The pt underwent a lead revision procedure. At that time, the physician noted that the suture sleeve was cut in half. The lead was explanted and replaced. There were no add'l adverse pt effects reported.